Event description:
The report is from the registry. The patient died of possible myocardial infarction a month and 20 days after the index procedure, the day after a right femerotibialis anterior bypass. The event is noted as unrelated to the cypher or the index procedure. The patient was followed up a month later and was asymptomatic. The patient was followed up five months later, and it was reported that the patient had died. The patient had a planned right femerotibialis anterior bypass a month and nineteen days after the index procedure. The following night the patient died due to cardiac arrest, possible myocardial infarction (mi), location unknown. There was no evidence of stent thrombosis. Reanimation was tried but failed. An autopsy was not performed.

Manufacturer narrative:
The indication for the index procedure was stable angina pectoris. Coronary artery disease was suggested by resting ECG changes. Medications at the time of the intervention were clopidogrel, and both unfractionated and low molecular heparin. Baseline and post-procedure echocardiograms were conducted. Baseline heart rate was 64/min. There was sinus rhythm. Blood pressure was 110/70. Left ventricular ejection fraction (lvef) % was >50. The target vessel was the proximal left anterior descending artery. The vessel diameter was 3.5mm and the lesion length was 10mm. Pre-procedure stenosis was 75% and timi flow was 3. The lesion was de novo, not bifurcated, ostial, smooth, contour, not angulated, concentric and had little or no calcification. A 7f guide catheter was used. The lesion as pre-dilated with a 3 x 6mm balloon at 8atm. A device was deployed at 16atm. It was post-dilated because the stent was not fully expanded. Post-dilation was conducted with a 3.5 x 15mm balloon at 20atm. There were no complications during the procedure. Post-procedure stenosis was 10% and timi flow was 3. Cardiac enzymes post-procedure were normal. Medication after the procedure and prior to discharge was aspirin and clopidogrel. There is no information regarding the date of discharge or medications at discharge. A staged procedure was planned at the time of the index procedure because of time or logistics. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.